Event description:
The recipient is reportedly experiencing pain and an infection. The recipient was prescribed antibiotics. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient had a superficial wound infection. The recipient was treated with antibiotics (augmentin 800mg) for 2 weeks. The recipient 's infection has resolved. The recipient remains implanted. This is the final report.